Manufacturer narrative:
If implanted, give date: unknown, information not provided. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 intraocular lens (iol) was explanted from the patient's left eye on (B)(6) 2018 due to severe glare and halos. There was no patient injury and no additional intervention was required. The replacement lens model and diopter was not provided. The account commented that the explanted lens will not be returned. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information/corrected data: additional information was received which provided new and corrected information. The implant date was (B)(6) 2018 and the explant date was (B)(6) 2018. The patient was a male with a date of birth of (B)(6) 1946. The patients symptoms were first diagnosed/reported on (B)(6) 2018. The patient is doing fine following the lens exchange. As a result, the following fields have been updated: age/date of birth: (B)(6) 1946. Gender/sex: male. Date of event: (B)(6) 2018. If implanted, give date: (B)(6) 2018. If explanted, give date: (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.